Event description:
Report received from the USA stating that during pre-testing it was discovered that the "cord was cut and there were wires exposed." There was no delay reported to the start of surgery as there was an identical foot control available for use. The reporter stated that there were no injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The foot control device was evaluated and the covering and the shielding (1 inch long) was damaged on the cord approx 4 inches from the foot control. Evidence suggests this was due to mishandling at the customer site. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).